Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist powered the roller pump down multiple times and the failure continued. The fsr duplicated the reported complaint. When the fsr first arrived he tested the roller pump in offline mode and received an 'underspeed' and 'pump jam' message. He verified the roller pump was not over occluded and that the optical sensor was clear of debris. The optical sensor cable assembly was disconnected then reconnected to ensure a secure connection. The roller pump was powered back on and would work intermittently but after multiple power cycles a failure appeared including a 'pump jam' and a motor error message. The fsr replaced the roller pump pod and successfully completed release/verification testing. He disconnected the roller pump cable from the system base, power cycled the base, and ran the pump from the service screen and perfusion screen in an attempt to replicate the previous error messages. No messages appeared. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the application printed circuit board assembly (pcba) to not meet specification. The application pcba was connected to a lab use only (luo) generic pcba and installed into a luo roller pump. The roller pump did not rotate and it was determined that the application pcba was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was not rotating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.